Event description:
The customer reported that an 840 ventilator experienced a device alert, which resulted in the unit to stop cycling. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and replaced the inspiratory and exhalation flow sensors. The cse performed all required calibrations and tests in the service manual. The unit passed all tests, and was operating within MFR's specifications. (B)(4).